Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a charging board failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 30oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a charging board failure. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has a charging board failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that switching power supply overheating; switching power supply replaced. Software version as found 9.33.1; as left 9.33.1. Error 120.4500 due to failed component on power supply board; component replaced. Front case cracked along bottom right screw; front case replaced. Rear case cracked along dome and bottom screws; rear case replaced. Iuis had corrosion on pins; iuis replaced. Handles cracked along screws; handle replaced. A review of the device history record showed the device had a manufacture date of 30oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the power switching suppy pcu a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.